Manufacturer narrative:
The initial reporter phone number that was provided is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had cooling malfunction issue. Per follow up information received via mail on 26may2025, they repaired the device on the customer site. The reported problem was cooling malfunction. When tested the device, black screen occurred. Also, low flow problem was confirmed. Control panel, mixing pump and circulation pump were defective. Replaced these parts and the issue was resolved.

Event description:
It was reported that the arctic sun device had cooling malfunction issue. Per follow up information received via mail on 26may2025, they repaired the device on the customer site. The reported problem was cooling malfunction. When tested the device, black screen occurred. Also, low flow problem was confirmed. Control panel, mixing pump and circulation pump were defective. Replaced these parts and the issue was resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. A review of the risk document, dfmea ra2800010, revision 25, was performed for this investigation. The reported event is addressed in step # ra101. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.